Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) lead was received with the helix/lobe distorted/bent.

Event description:
It was reported that during the implant procedure, the physician experienced positioning/fixing difficulties and a helix/tine/lobe problem. The device was not implanted. No patient complications have been reported as a result of this event.